Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion is provided. The actual sample was not available to be returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and evaluation of the retention sample from the involved product code/lot number. Visual inspection confirmed there were no anomalies. The sheath tube was cut vertically. Magnifying inspection of the cross-cut section did not reveal any anomalies in the wall thickness. The dimensions were determined and confirmed to meet manufacturing specifications a review of the manufacturing and shipping inspection record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be determined based on the available information, the investigation results verified that the retention sample from representative lot was the normal product with no inherent deficiency which would relate to the reported complaint. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported sheath breakage on the involved device. Follow up communication with the user facility confirmed the following information: the distal catheter portion of the device protracted through the port opening and sheared off; the tube was hanging out of the patients arm; they were still able to use a tr band and pull the device out without a problem; the procedure was completed successfully; and the patient was reported as in stable condition. Follow up information received on february 2, 2017 confirmed that the gss sheath tube was separated from the sheath hub. When the doctor attempted to pull the guide catheter out of the sheath port, the guide catheter seemed to pull the shaft of the sheath tubing as well. The guide catheter could be removed from the sheath without any issues. The sheath tubing was separated from the hub when attempting to remove it from the artery.